Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs was received from legal, primary and revision medical records were received from legal. Records indicate that the patient was revised because of pain, elevated ion levels, metallosis. In addition to what were previously alleged, ppf alleges bone fracture and metal wear. Added unknown hip implant due to new allegation reported from ppf. Added expiration date of the liner and head. Added lawyer, law firm, revision surgeon, hospital name and patient age.  Doi: (B)(6) 2011. Dor: (B)(6) 2013. (Left hip) first revision.